Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Reportedly, the gore® excluder® iliac branch endoprosthesis was implanted right side. The procedure went well with all devices being implanted with no issues and patient tolerated the procedure. On an unknown date, the right internal iliac artery became aneurysm and a migration of the trunk-ipsilateral leg component distally were observed on the follow up computed tomography imaging. On (B)(6) 2025, a reintervention was performed. Gore® viabahn® vbx balloon expandable endoprosthesis(vbx) was advanced and attempt was made to preserve the superior or inferior gluteal artery, but the device could only be advanced to just above the bifurcation of the glenoid artery due to strong tortuosity of the right internal iliac artery, the vbx device was deployed at that site. Subsequently, an attempt to approach the superior gluteal artery using a second vbx device was unsuccessful, and the plan was to embolize the right internal iliac artery at a later date. An additional stent graft was placed to treat the migration of the trunk-ipsilateral leg component. The patient tolerated the procedure.